Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient's daughter that patient had "chronic heart failure" and when device being replaced, "lead got into her system." After replacement, patient became short of breath, coughing, swelling, and "underwent surgery to replace her valve, bypass and 'never got any better.'" Daughter further reported hospital gave patient an "overdose of morphine" - "mercy death." Daughter also questions if the device led to the patient death. The cause of death has been requested and not received.